Event description:
An optometrist reported a pt with central superficial punctuate keratitis (spk) in the right eye six days following photo refractive keratectomy (prk) treatment. The pt reported blurry vision due to prk healing. A new bandage contact lens was reinserted. In a follow up with the technician, she stated the event resolved on (B)(6) 2012 and the bandage contact lens was removed. The pt was last seen on (B)(6) 2013 and his uncorrected vision was 20/25.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).